Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned for this complaint. The useful life of freestyle lite meter is 5 years. As the manufacturing date of this product is 06-sep-18, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. No further investigation activities are being performed at this time. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
This serves as a correction as section h11 (additional MFR narrative) in follow up 2 was deemed to be invalid. Correction has been made here. The returned meter was investigated with retained test strips and a known-good, retained battery. A visual inspection of the meter was performed, and no new issues were identified. The meter did not power on via button press or test strip insertion. The returned meter was then de-cased for further investigation. A visual inspection of the de-cased reader revealed no observable issues, and no faulty components were identified. An extended investigation was performed. A visual inspection using a digital microscope was performed upon receipt of the device. No anomalies were observed on the returned meter. The battery was not returned with the meter, a known good battery was used for the investigation. It was confirmed that the meter did not turn on with button press or strip insertion. A thermal inspection was conducted using a thermal camera, and no abnormal hotspots were observed. The crystal was evaluated on an oscilloscope and was found to oscillate normally, indicating no issues with that component. All components along the power line were checked for short circuits using a digital multimeter, and none were identified. Current testing was performed to determine whether the meter was drawing excess current from the battery. The measured ¿on-current¿ exceeded the maximum specified current draw during strip insertion, confirming that the device did not meet specification. Through a process of elimination, the central processing unit (cpu) was identified as the faulty component. The cpu from the returned meter was removed and replaced with a known-good cpu. With the known-good cpu installed, the meter powered on normally and the current draw was within specification. The returned cpu was then installed in a known-good meter, which subsequently failed to power on with button press or strip insertion. Based on mix-match testing results, the cpu was confirmed to be the faulty component and the root cause of the device failure. Therefore, this issue is confirmed. All pertinent information available to abbott diabetes care has been submitted. Section h6 (device mfg date) was has been updated as this information was not submitted in the previous report.

Manufacturer narrative:
Do not submit. Awaiting daisy's approval. This serves as a correction as section g3 (date received by MFR) in follow up 1 was deemed to be invalid. Correction has been made here. The returned meter was investigated with retained test strips and a known-good retained battery. A visual inspection of the meter was performed, and no new issues were identified. The meter did not power on via button press or test strip insertion. The returned meter was then de-cased for further investigation. A visual inspection of the de-cased reader revealed no observable issues, and no faulty components were identified. An extended investigation was performed. A visual inspection using a digital microscope was performed upon receipt of the device. No anomalies were observed on the returned meter. The battery was not returned with the meter, a known good battery was used for the investigation. It was confirmed that the meter did not turn on with button press or strip insertion. A thermal inspection was conducted using a thermal camera, and no abnormal hotspots were observed. The crystal was evaluated on an oscilloscope and was found to oscillate normally, indicating no issues with that component. All components along the power line were checked for short circuits using a digital multimeter, and none were identified. Current testing was performed to determine whether the meter was drawing excess current from the battery. The measured ¿on-current¿ exceeded the maximum specified current draw during strip insertion, confirming that the device did not meet specification. Through a process of elimination, the central processing unit (cpu) was identified as the faulty component. The cpu from the returned meter was removed and replaced with a known-good cpu. With the known-good cpu installed, the meter powered on normally and the current draw was within specification. The returned cpu was then installed in a known-good meter, which subsequently failed to power on with button press or strip insertion. Based on mix-match testing results, the cpu was confirmed to be the faulty component and the root cause of the device failure. Therefore, this issue is confirmed. All pertinent information available to abbott diabetes care has been submitted. Section h6 (device mfg date) was has been updated as this information was not submitted in the previous report.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The returned meter was investigated with retained test strips and a known-good retained battery. A visual inspection of the meter was performed, and no new issues were identified. The meter did not power on via button press or test strip insertion. The returned meter was then de-cased for further investigation. A visual inspection of the de-cased reader revealed no observable issues, and no faulty components were identified. An extended investigation was performed. A visual inspection using a digital microscope was performed upon receipt of the device. No anomalies were observed on the returned meter. The battery was not returned with the meter, a known good battery was used for the investigation. It was confirmed that the meter did not turn on with button press or strip insertion. A thermal inspection was conducted using a thermal camera, and no abnormal hotspots were observed. The crystal was evaluated on an oscilloscope and was found to oscillate normally, indicating no issues with that component. All components along the power line were checked for short circuits using a digital multimeter, and none were identified. Current testing was performed to determine whether the meter was drawing excess current from the battery. The measured ¿on-current¿ exceeded the maximum specified current draw during strip insertion, confirming that the device did not meet specification. Through a process of elimination, the central processing unit (cpu) was identified as the faulty component. The cpu from the returned meter was removed and replaced with a known-good cpu. With the known-good cpu installed, the meter powered on normally and the current draw was within specification. The returned cpu was then installed in a known-good meter, which subsequently failed to power on with button press or strip insertion. Based on mix-match testing results, the cpu was confirmed to be the faulty component and the root cause of the device failure. Therefore, this issue is confirmed. All pertinent information available to abbott diabetes care has been submitted. Section h6 (device mfg date) was has been updated as this information was not submitted in the previous report.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.